Event description:
Per the clinic, the patient experienced a magnet dislodgement (date not reported), and was placed under general anesthetic on (B)(6) 2021, to reposition the magnet. The implanted device remains.